Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Other-technical: not observed particles on the valve. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange from textured to smooth implants due to the patients concern with the products. Later healthcare professional also reported "particles in valve". Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange from textured to smooth implants due to the patients concern with the products. Later healthcare professional also reported "particles in valve". Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.